Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion of the cuff through the urethra. The device was explanted. Upon healing of the urethra, the patient had a new aus implanted. There were no additional patient complications reported.